Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received emergency medical assistance while on the call due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer may have given themselves too much insulin to treat for food they ate. The customer was at 45 mg/dl near the end of the call. The customer used juice to treat. The customer experienced symptoms such as slurred speech. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed as paramedics arrived to treat the customer. The insulin pump will not be returned for analysis.